Event description:
It was reported that the stopper in the bd¿ slip-tip syringe with attached needle was misaligned, making it difficult to draw up medicine. This occurred 2 times during use. The following information was provided by the initial reporter: "patient caregiver complained that the rubber stopper in the dosing syringes has been malfunctioning for several needles, making it difficult to draw up the medication from vials, and causing air bubbles. Caregiver states that the time to administer medication has increased significantly, and several needles were wasted in the process."

Manufacturer narrative:
H6: investigation summary. Four photos of unused 1 ml syringes were provided from the customer. The reported defect was not identified in the photos provided. No root cause can be determined as the defect was not confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stopper in the bd¿ slip-tip syringe with attached needle was misaligned, making it difficult to draw up medicine. This occurred 2 times during use. The following information was provided by the initial reporter: "patient caregiver complained that the rubber stopper in the dosing syringes has been malfunctioning for several needles, making it difficult to draw up the medication from vials, and causing air bubbles. Caregiver states that the time to administer medication has increased significantly, and several needles were wasted in the process."